Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3, and g2 (also checked health professional which was inadvertently left off the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection states detection method." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the biopsy channel leak, tear found in channel. Angle wire was damaged. Deep dents in the distal end. Light guide dim. Discoloration of the light guide lens. Light guide tube had soft buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the angulation was locked and could not disengage on the evis exera iii colonovideoscope. The issue was found during procedure. It was reported that there was no patient harm.